Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient had alleged device not functioning and produce no pressure. The patient experienced now tend to be very sleepy in the afternoon and find it too easy to fall asleep. This has been happening now for a little over 3 weeks since the machine ceased to function. There was no report of patient harm or injury. During the evaluation, the third- party service center visually inspected the device found evidence of foam degradation and confirmed the device malfunction. The unit was scrapped.